Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: failure to cross with a graftmaster stent requiring medical intervention. Device issue: failure to cross. It was reported that the graftmaster stent could not make the bend; therefore, could not cross the lesion. The perforation was treated with ballooning. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation: product performance engineering determined that based on the review of the lot history record, it can be assumed that the device was in working order and left another country's MFR, as per specifications. The device was not returned for investigation and therefore, no complaint root cause can be identified. It is possible that the stent graft did not cross because of, but not limited to, the following: tortuous anatomy, severely calcified vessels, presence of other devices e.g. Previously implanted stents. No device malfunction can be determined due to the lack of procedure and pt in-formation and lack of device investigation.